Event description:
It was reported that patient had his artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 4.0cm cuff, pump, and balloon were implanted. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that patient had his artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 4.0cm cuff, pump, and balloon were implanted.